Event description:
During the procedure, the hydratome rx sphincterotome did not bow properly outside the patient or at the lesion in the common bile duct. The patient was reported to be fine post procedure.

Manufacturer narrative:
Wire did not bow. The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined.